Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not cycling the cartridge and was not properly removing the residual air from the cartridge. The customer was educated in the proper load techniques. Reportedly, the customer changed the infusion set and cartridge and then resumed insulin use.